Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sw = 4.10e. The unit passed displacement test. The unit was received with some short minor scratches on the lcd window; the user can easily read and navigate the menus. The right front side of the case, on the other hand, is really scratched up. Finally the middle (enter) keypad button is cracked. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.